Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout.based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb.in addition, our technician confirmed that the distal body broken, the objective lens broken, the segment compressed (short in length), the angle wire play, the water nozzle missing, the nozzle gluing missing, the segment crushed, the segment steel braid deformed, the bending rubber leak, the junction case leak, the objective lens scratched, the lcb distal cover glass scratched, the air nozzle dirty, the air tube dirty, the water tube dirty, the lg prong top dirty, the lg prong loose, and the light guide cable lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.this defect occurred not during procedure.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).